Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No any alarm anomaly and no bubbles anomaly noted during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient reported via phone call that her blood glucose was 599 mg/dl. The patient experienced vomiting. She treated via manual insulin injection and her blood glucose at the time of call was 391 mg/dl. The patient also treated via insulin pump bolus after changing her infusion set. There were air bubbles in the tubing of her prior set. Troubleshooting was not completed for the high blood glucose. The insulin pump was returned for analysis.